Event description:
Procedure type: unk. According to the reporter: the client reports that the balloon burst when inflated inside the pt; the balloon had been tested satisfactorily before utilization. A new instrument was used to complete the procedure. No pt injury was reported. No add'l into available as this time.